Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The initial reporter phone #: (B)(6).

Event description:
It was reported by the customer that during use of the bd q-syte¿ needle-free connector with 15cm (6 in.) Macro bore extension set, the tube broke and leakage occurred from the broken site. The following information was provided by the initial reporter: "tube broken, and leakage from broken site. Incident occur : during use."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 22-jul-2022. H6: investigation summary : our quality engineer inspected the several samples and photos submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the samples. Bd cannot confirm that the cause of the failure is related to our manufacturing process since the defect could not be reproduced in our investigation. The device history records (DHR) review was performed for the lot number material identified in this complaint.

Event description:
It was reported by the customer that during use of the bd q-syte¿ needle-free connector with 15cm (6 in.) Macro bore extension set, the tube broke and leakage occurred from the broken site. The following information was provided by the initial reporter: "tube broken, and leakage from broken site. Incident occur : during use".